Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen was dark, and pump could not be turned on until caller used different charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Customer changed to non-tandem charging cable and wall adapter, restored charging, and was educated by technical support on battery best practices, with instruction to monitor system and call back if issue persisted.